Event description:
Attending normalized the wire as usual. After crossing the lesion, the ifr [instantaneous wave-free ratio] number kept going greater than 1.0. Normalizing was reattempted multiple times. A new wire was opened and worked as intended.